Event description:
It was reported that the pt stated that he has extreme pain radiating from his thigh to foot since (B)(6) 2012. He had fluid build up. The doctor aspirated 15cc one time from his hip. He has local tissue reaction. He has pain in the buttocks and groin areas. He has pain sitting down, feels like "sitting on bunch of rocks". He has elevated cobalt level. Doctor told the pt that he needs a revision.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.